Event description:
It was reported that the silicone (tubing) detached at the bond area before use. There was no patient injury reported. The device will not be returned for evaluation due to contamination.

Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and the root cause could not be identified. It is unknown if damages or defect existed on the product. No actions will be taken at this time.